Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was false alarming. The device was not changed out, as they turned off the alarm. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: per the perfusionist (ccp), a low level alarm occurred during cpb in spite of adequate blood level in the venous reservoir. The arterial roller pump stopped per design of the system. The ccp tried to clear (reset) the alarm, but was unable. The ccp turned off the level sensor, restarted the arterial pump, and returned to cpb. The arterial pump was off for about ten seconds. After the return to cpb, the ccp changed the level sensor mode (on the back of the safety monitor) to alert only and he turned on the alert level sensor and used the alert sensor the remainder of the procedure. This did not delay the procedure and the ten second loss of arterial flow had no clinical impact in the ability to provide adequate perfusion. The case was completed successfully without observed or reported harm.